Event description:
It was reported that the bd ultra-fine¿ insulin syringe was unassembled. The following was translated from portuguese to english: she reports that one of the syringes was missing its protective needle cap and that the store manager punctured herself handling the package. Reports that the protective cap is loose inside the package. What damage? Please describe. Accidental puncture. Was there a need for medical intervention? No. Did you need surgery? No. Was there a need for hospitalization or prolonged hospitalization? No.

Manufacturer narrative:
H.6. Investigation summary: no samples were returned therefore the investigation was performed based on the photo(s) provided. Embecta was not able to confirm the customer-indicated issue as no evidence related to the reported failure was observed. This is the 1st complaint for the reported lot number. A review of the manufacturing records was performed and no non-conformances were raised in association with this type of event for this lot. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) is required at this time.

Event description:
It was reported that the bd ultra-fine¿ insulin syringe was unassembled. The following was translated from portugese to english: she reports that one of the syringes was missing its protective needle cap and that the store manager punctured herself handling the package. Reports that the protective cap is loose inside the package. *what damage? Please describe. Accidental puncture. *was there a need for medical intervention? No. *did you need surgery? No. *was there a need for hospitalization or prolonged hospitalization? No.

Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for eval yes. D9: returned to manufacturer on: 23apr2024. H.6. Investigation summary: samples were received and an investigation was performed. This is the 1st complaint for the reported lot number. A review of the manufacturing records was performed and no non-conformances were raised in association with this type of event for this lot. Embecta was able to duplicate or confirm the indicated issue and based on trend analysis no further action is required at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Based on the above, no additional investigation and corrective/preventative action (CAPA) or situational analysis (sa) is required.

Manufacturer narrative:
H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd ultra-fine¿ insulin syringe was unassembled. The following was translated from portuguese to english: she reports that one of the syringes was missing its protective needle cap and that the store manager punctured herself handling the package. Reports that the protective cap is loose inside the package. What damage? Please describe. Accidental puncture. Was there a need for medical intervention? No. Did you need surgery? No. Was there a need for hospitalization or prolonged hospitalization? No.